Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was over 500 mg/dl. The customer mentioned that the insulin pump was not pumping insulin like it should. The customer ran self and found battery issues. The insulin pump also received power loss alarm, low battery alarm and failed battery test. The insulin pump will not be returned for analysis.